Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, an alert was delivered due to loss of sensing and lead dislodgement. The physician was unable to reposition the lead. The lead was extracted and replaced. The patient was stable before, during and after the procedure.